Event description:
Varian medical systems received a report involving a patient death. The customer stated, a female patient, with a case of stomach cancer that had metastasized to the brain was exposed to an over-dose of radiation during stereotactic radiosurgery (srs) treatment. This was due to the radiologist failing to attach the accessory cone mount to the clinac. The over-dose was estimated to be 20-30gy. The hospital has taken the position that there is no cause and effect due to the radiation over-dose. The cause of death was stated as, "cessation of breathing due to complications from lung cancer."

Manufacturer narrative:
The incident did not occur due to any malfunction of the equipment involved in the treatment. The customer admitted to use error by failing to attach the collimator cone to the clinac, which resulted in radiation over exposure. No additional supplements to this MDR are expected, unless new information indicates it is necessary.